Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfuntion has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The product has been returned and an investigation is in process. Customers and retailers have been informed through the adc fa16may2006 letter.